Manufacturer narrative:
(B)(4). The cause of the leaking cassette was determined to be due to the indentation in the cassette sheeting; however, the cause of this indentation was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the cassette was returned to baxter and the device has been analyzed. The device was able to pass both clear passage and clamp functional testing. Visual inspection revealed an indentation on the cassette sheeting. Leak testing identified a leak in the cassette sheeting from the location of the visually identified indentation. The cassette was put through a simulated therapy on a test homechoice (hc) device and a system error 157 occurred. After replacing the original sheeting with a lab test article the cassette was able to complete the simulated therapy without any issues. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the evaluation of a homechoice (hc) cassette a leak was identified. The leak was found in an indentation on the cassette¿s sheeting. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.